Event description:
The customer received a questionable free triiodothyronine (ft3) result on their elecsys 2010 rack analyzer. The patient's initial ft3 result was >32.55 pg/ml accompanied by a data flag. Since the patient's high ft3 result did not match the patient's ft4 or tsh results, the customer repeated the patient's sample. The patient's repeat result was 3.27 pg/ml. This result was confirmed with a second repeat result of 3.31 pg/ml. There were no adverse events. The ft3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).